Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
A neurologist indicated a patient's device exhibited high lead impedance and the patient was referred for surgery. Follow up indicated that the surgeon reported to the neurologist that the patient refused the surgery, however, the patient saw the neurologist after the surgical consult and denied stating such. The patient's device was checked again by the neurologist and again high lead impedance was observed. The patient was referred back to the surgeon for surgical consult. The neurologist stated that there have been no adverse events and the patient has been seizure free recently. The neurologist was advised to disable the device output given the high impedance observation but he elected to keep it on since the patient is experiencing no adverse events. No known surgical interventions have occurred to date.